Event description:
The account alleged that the right head siderail could not latch. No pt impact.

Manufacturer narrative:
The tech found the lower pivot bolt of the siderail latch had loosened and fallen out of the latch plate assembly. The tech replaced the lower pivot bolt and tightened it to resolve the issue.